Event description:
As reported by the user facility: while drawing blood from the (r) external jugular peripheral IV site, the nurse attempted to clamp off one side of the y-connector. A part of the connector broke off. The connector was immediately clamped off with a hemostat. The connector was replaced with a new one. The patient had moderate to minimal blood loss. Additional information provided by the facility indicated the patient suffered no adverse sequela associated to this incident and blood replacement was not necessary. The sample will be sent for evaluation.

Manufacturer narrative:
The actual device in the incident has not yet been made available for the manufacturer to evaluate. Without the actual sample, a thorough evaluation could not be performed. No specific conclusions can be drawn. If the actual device is received, a follow-up report will be filed.